Event description:
It was reported that the customer had a a17 and a21 alarm on the insulin pump. The customer's blood glucose level was 73 mg/dl. The customer stated that a temp basas was not programmed before the a21 alarm occurred. The customer stated that the alarm occured shortly after inserting a new battery. It was explained to the customer that the insulin pump experienced an unexpected restart. The patient was advised to monitor the insulin pump. The customer sees a17 three time in her history since (B)(6) 2014. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.